Event description:
Patient complained of pain and stated that something busted inside. Foley catheter was gently removed from penis and there was no evidence of remaining pieces of balloon noted on removed foley. Physician was notified. Patient underwent flexible cystoscopy and a specimen 3 cm. In length, a tubular, rubber structure was extracted without difficulty. No other foreign bodies were seen in the bladder.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: balloon. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.